Event description:
On (B)(6) 2023, it was reported by a sales representative via (B)(4) that an ar-9236-03pp glenoid trial was found with a broken "peg." This was discovered during sterile processing after a case. Both the trial and complete peg were collected.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint confirmed. One unpackaged ar-9236-03pp serial/batch number (B)(6) was received for investigation. No functional test was performed because of the damage to the device. Visual evaluation noted that the central peg was broken off. Cuts were observed on the material of the device. A user error is the most likely cause(s) for the reported and observed failure: excessive use of force in placing or fastening the device.